Manufacturer narrative:
Autopulse nimh battery with s/n (B)(4) was returned to zoll circulation on (B)(4) 2012 and analyzed. It was observed that the battery had the fault lights blinking when received. The battery failed as soon as it was placed in the charger. Therefore on test cycling was possible. The product labeling instructs that the useful life of each autopulse battery is between two to four years. The life of each battery is influenced by the frequency of use, and the frequency of routine battery maintenance. This battery has an estimated manufacture date of october 2009. Given that the complaint was reported in (B)(6) 2012,the battery was almost 3 years old at the time of the complaint. Based on the battery calendar age, it may have aged past the end of its useful life. Probable causes for the failure of this batteries might be due to old age and/or improper battery maintenance. No adverse event was reported.

Event description:
Customer reported that the autopulse nimh battery failed testing. There was no report of a patient injury.